Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: the suspect device was evaluated and serviced by a vyaire third party service center. The service technician was able to verify the customer's reported issue. Bench testing revealed a faulty power board. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications. The suspect component returned to vyaire for evaluation and is currently being investigated. A follow up report will be submitted when results of investigation become available.

Event description:
I was reported to vyaire that the model lap top ventilator 1200 reset and alarmed (ln vent) while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.